Event description:
Report received from the USA stating that the device had an "air leak" in the hose. The reporter stated that the deficiency was discovered during a surgery but prior to being used on the patient. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found to have an air leak in inner hose near swivel. This is most likely due to usage/wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).